Event description:
On (B) (6) 2010, the patient was implanted with the gore excluder aaa endoprosthesis to treat an infrarenal abdominal aortic aneurysm. Using the "slow deployment" technique the trunk-ipsilateral leg component, the device moved distally making the contralateral gate unaccessible. The physician then successfully performed an aorto-uni-iliac. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The instructions for use state "confirm final device position and orientation and deploy the trunk using a steady and continuous pull of the deployment knob to release the endoprosthesis."